Event description:
I accidentally used the binaxnow covid-19 ag extraction reagent as eye drops in the evening of (B)(6) 2024 at approximately 10:30. 2-3 drops were put in the right eye only; the immediate reaction was a prolonged sting, which caused me to pause before administering to the left eye. I rinsed my eye several times with cold water, and have been holding a damp wash cloth over the eye. The eye is very red, and the vision from the right eye is blurry. At this time, 11:39 p.m. There are no other reactions or apparent injury, the other markings on the single-use vial are: on the front side - 126522; and on the flip side - 2003 as well as (B)(6).